Event description:
Tip of the meniscal driver broke off in the screw during attempted insertion. Surgeon removed the screw and driver tip from the meniscus and completed the case with another implant. Situation did not result in any patient injury. If this were to recur and the driver tip left in the joint it could potentially result in patient injury.